Event description:
Reporter called lfs in 2003 alleging pt's meter would not count down after applying their blood sample. The meter was purchased the same day as the hypoglycemic event. That evening. The pt attempted to test their blood sugar was unable. They began to experience symptoms of nausea, headache, and difficulty walking. One to two hours after attempting to test they were taken to the hosp by their daughter. Their blood sugar was tested at the hosp in the lab and the result was 60 mg/dl. They were admitted and tested with glucose IV. The issue with the meter was resolved. This case is being reported as an adverse event because the pt may have delayed treatment due to no result.